Manufacturer narrative:
(B)(6). Three retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were connected to a luer lock and no disconnections were observed. There was no difficulty encountered during the tightening and untightening of the three clearlinks with the luer lock. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 clearlink solution sets spontaneously unscrew from clearlink luer valves. There was no patient involvement. No additional information was available.